Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis pt has reported that dialysis solution is leaking out of the cassette and into the cycler. At the end of treatment when the tubing set was removed it was noticed that there was a leak. The pt states no ill effects, received on dose of antibiotics as a precaution. Effluent has remained clear. There is not sample available for eval.